Manufacturer narrative:
Based on the data code, we know this unit was made according to the original design. The connection between the carbon heater wire and the copper electrical wire may become loose due to the excessive flexing, misuse or use beyond that recommended in the labeling. The condition has been duplicated in a lab under excessive abuse testing. The product has been redesigned and improvements implemented.

Event description:
Heating pad started to smell like burnt plastic. Consumer saw flashes and unplugged pad. No injuries or property damage.